Event description:
It was reported that the customer received recurring no delivery alarms. His blood glucose level was 499 mg/dl. He treated his high blood glucose level with a manual injection of 30 units of insulin. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump passed displacement test. However, the device was unable to prime during prime test due to faulty force sensor resistor. The excessive no delivery test was not performed due to prime anomaly. The device had minor scratches on lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.